Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor disconnecting and a pairing failure, after which the sensor was changed with agent assistance and entered warm-up, during which blood glucose rose to a reported high of 306 mg/dl for approximately 5 to 6 hours without use of backup therapy. Symptoms included hyperglycemia. Outcomes included no medical intervention, no ketone testing, and no alerts or alarms reported. Investigation included troubleshooting and education provided by the agent. Investigation of this case revealed that the cgm pairing failed and reconnection was required before normal operation resumed. It was concluded that the event was associated with a cgm connectivity/pairing issue with no device-generated alarms and that glucose levels were affected during the warm-up and disconnection period. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.